Manufacturer narrative:
Physio-control further evaluated the device and verified the reported issue. Physio replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer. The removed system pcb assembly was evaluated and it was determined that the cause of the reported issue was due to a crystal, designator y1 on the single board computer, located on the system pcb assembly, having become thermally sensitive. This crystal, designator y1 on the single board computer (located on the system pcb assembly) being thermally sensitive, caused the output from the crystal to drop from 25 mhz to 0 mhz with temperature changes. This caused the system pcb assembly to fail to boot up normally with temperature changes.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. The electronic patient records and keylog data files were downloaded and will be evaluated. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device locked up when it was used to monitor a patient. The patient was being monitored for ECG, spo2 and nibp. When the users tried to measure the patient's blood pressure, the device gave a beep tone and didn't show any values on the display anymore. The device did not recognize its (fully charged) batteries anymore and showed 'xx' for all values. The device's service led illuminated as well. The users tried to power the device off and back on but this would not solve the issue. The reported issue did not have any impact on the patient.